Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('in pain constantly/terrible pain ') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), hypersensitivity ("allergic reactions all day every day"), loss of libido ("sex-drive-mine was non existent with essure") and abdominal distension ("bloating") and underwent cholecystectomy ("gallbladder out"). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, allergy to metals, hypersensitivity and abdominal distension outcome was unknown and the loss of libido had resolved. The reporter considered abdominal distension, allergy to metals, cholecystectomy, hypersensitivity, loss of libido and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. The previously reported event 'hysterectomy' was replaced with new event pelvic pain and additional events allergic reaction and nickel allergy were added. On 20-mar-2020: social media received. Loss of libido and bloating were added as events. This (B)(4) was found to duplicate to (B)(4). All information including events, reference numbers, source documents were transferred from deletion case to retention (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and hysterectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: hysterectomy. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.